Event description:
It was reported that in the dialysis department, an air leak occurred in the arterial extension line of the hemodialysis catheter that had been in place for 16 days. As a result, the arterial and venous extension lines were replaced. An immuno-absorption session was cancelled and the success of the de-immunization protocol no longer had any chance of success. The catheter was scheduled to be removed on (B)(6) 2015. On (B)(6) 2015 the hypothermia evolved into a septic shock.

Manufacturer narrative:
(B)(4). A sample will not be returned for evaluation.